Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer reference number 3006705815-2023-04305, 1627487-2023-03499. It was reported one of the patient's lead had migrated and the other lead had high impedances. The migration was confirmed via x-rays and during surgery it was noted the anchor had broken resulting in the lead migrating. As such, surgical intervention occurred where the leads and anchors were explanted and replaced to address the issues. The investigation did not determine which lead had migrated and which had high impedances.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.